Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation event site full name: (B)(6).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) o ring broken connection point. No injuries or deaths reported.

Manufacturer narrative:
Updated field: b4, b5, b6, b7, e3, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, health effect ¿ impact codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and confirmed o ring broken, causing a gas leakage between connection points. The fse replaced the o-ring (0354-00-0208) and all functional and safety test were performed. The machine can be used normally.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) o ring was broken at the connection point. The machine was not in use, idle, and the gas ran out. There was no patient involved.